Manufacturer narrative:
(B)(4): physio-control evaluated the device and found it operating normally. The device powered on with the "connect electrodes" prompt and hence could have been used to provide defibrillation therapy if needed. However, physio verified the reported illumination of the service light due to an event code logged in the memory 10 days prior to the incident. Physio replaced the main pcb and flex cable assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. The removed main pcb assembly was further evaluated at the failure analysis center and the presence of the code was verified. However, the analyst was unable to duplicate nor find the cause for the observed code. In addition, the removed flex cable analysis found the wires exposed and part of the insulation for pin four worn away.

Event description:
It was reported that the device indicated low battery upon power on and lost power during a patient use. Customer responded to a (B)(6) male patient possibly in cardiac arrest who was unresponsive and not breathing in unwitnessed incident. The first responders observed CPR in progress upon arrival, and connected the defibrillator to the patient. It was reported that the device alerted low battery and immediately powered off rendering its use to treat the patient. A second defibrillator was made available and connected to the patient immediately. The device reached a "no shock advised" decision and CPR was continued until the (B)(6)crew arrival. The cause of the death is believed to be an overdose; however, the official medical report has not yet been released. There were no further details on the event and/or the patient provided. Following the incident, the customer tested the device and found it powering on properly with the "connect electrodes" prompt and illuminated service light.